Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed the device reprocessing was performed according to instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to leakage from scope connector cover (s-cover) packing. The event can be detected/prevented by following the IFU sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, finding that water tightness was lost due to wear of scope cover; suction cylinder and air water cylinder had no color; switch box and plug unit had a scratch; cover of light guide bundle was damaged; distal end was shaved and had residual liquid; coating was peeled on the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the connecting tube and distal end have foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.